Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Optical examination of the fracture surfaces found significant damage and smearing. Some evidence of convex fatigue striations is noted. No additional information can be obtained to the on fracture surfaces due to as received condition. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified initial surgery at unknown levels, with the use of medical devices (spinal rod). Postoperatively, on an unknown date, the implanted rod broke. Reportedly, patient also suffered from back pain, which led to the performance of revision surgery for removal of spinal hardware. During the surgery, while removing all the spinal implants, the surgeon realized that one of the rods was broken. No fragments of the broken implant remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.